Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 2003. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death. The caregiver reported the patient had been on apd therapy prior to death and ¿was about to connect at home but then she collapsed, she was not connected at time of death¿. The caregiver reported the coroner said the patient's "heart became weak and gave up", this was not confirmed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.